Event description:
Facility reported that during priming, a severe kink was noticed at the blood pump segment level when saline fluid had a problem going through. Additional information received in 6/2005, stated that the kink was in the arterial bloodline. No sample has been received for evaluation.